Event description:
Toxic shock syndrome (tss) related to tampon use. Pt has hx of ovarian cysts and intermittent abdominal pain x1 year. Was on 7 day cruise to (B)(6), returned (B)(6) 2016. Day 2 of cruise developed fever, vomiting, l-sided abdominal pain. Cruise physician gave fluid bolus and she improved. On (B)(6) 2016 had tactile fever, fatigue, tachycardia. By evening was less responsive and hypotensive. Per physician notes, menstruation began during cruise but after onset of fever. Hx of having cyst removed from ovary at unknown time. Admitted to (B)(6) with hypotension, tachycardia, altered mental status. Tampon that was found in place on exam sent for culture, gram stain showing gpc's. Placed on dopamine drip in picu. Dates of use: (B)(6) 2016. Reason for use: menstruation. Ndc# or unique ID: (B)(4).